Manufacturer narrative:
The investigation of pump did not start has been completed. Data logs reviewed and device analysis was performed. Visual inspection confirmed there were two holes in the catheter at roughly the 35 cm mark. This likely means that a needle poked a hole in the catheter during access, which then caused blood to ingress into the red handle, damaging the eeprom and blocking its writing within 5 minutes of starting the pump. The root cause of the pump not detected was determined to be a hole in the catheter which allowed blood to ingress into the red handle.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support and they needed to transfer the patient. Upon transferring the patient, the automated impella controller was switched and a catheter defective message appeared. The staff tried to troubleshoot to no avail. The impella was replaced. The patient survived the event.